Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a patient with a 23mm sapien 3 valve, implanted in the aortic position, underwent a valve in valve procedure with a non-ew valve after an implant duration of 4 years and 9 months. Failure mode of the sapien 3 valve was stated as stenosis. Prior to the valve in valve, the patient was experiencing shortness of breath, fatigue, leg swelling and dyspnea on exertion. The CT prior to valve in valve was reviewed by an edwards lifesciences clinical imaging specialist. It shows calcium of the anterior-medial and lateral leaflets of the 23mm sapien 3 valve. The valve is under-expanded at 21.3mm at mid valve (0.5mm added for outer diameter).

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected investigation conclusions, and additional information added to h11. The valve calcification reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The provided imagery was reviewed by an edwards lifesciences imaging specialist and the following was noted: calcium of the anterior-medial and lateral leaflets of the 23mm sapien 3 valve was shown. The 23mm valve is under-expanded at 21.3mm at mid valve (0.5mm added for outer diameter). Dark areas at the base of the leaflets were observed, possibly representing pannus or halt. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The valve calcification was confirmed. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). Available information suggests that patient factors (chronic kidney disease, diabetes) likely contributed to the event as chronic kidney disease and type 2 diabetes were reported in the patient's medical history. According to the technical summary, evaluation of reported complaints of svd - calcification events for the sapien xt, s3, and s3u valves did not confirm any manufacturing non-conformances. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.